Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 83 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.